Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had possible broken atrial and ventricular ports. The epg is expected to be returned but the current status is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis : analysis confirmed customer comment output connector assembly is broken. Keypad is scratched. Encoder switch assembly is out of specification electrical. One case screw is contaminated. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.